Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast implantation procedure of unknown type with a saline mentor smooth round moderate profile 350cc breast implant and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 7540681 on (B)(6) 2018. The patient had tolerated surgery well and there were no complications.

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/31/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent a breast implantation procedure of unknown type with a saline mentor smooth round moderate profile 350cc breast implant and experienced deflation on the left breast implant. The device contained no fluid upon receipt by mentor. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear. Water soluble crystal like material (residual nacl from the fill solution) external contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, the product evaluation team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Furthermore, at this point it is not possible to determine the origin of the brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 6/1/2018 it was noted that the device history status was submitted incorrectly with the initial report on 4/25/2018. The correct information is as follows: the device history record ( DHR) of lot number 5983034 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/25/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).